Event description:
Patient was revised to address acetabular cup loosening.

Event description:
**Update** - medical records received for the right hip on (B)(6) 2013. Revision operative report for the right hip indicates the following: metallosis; significant gray-tinged, runny synovial fluid, which was under pressure, came squirting out when the posterior hip capsule was opened; synovial debris; greenish, brownish gray staining of the entire synovial area; inflamed and stained synovial tissue; cup had very little ingrowth; cyst in the acetabulum. The information received does not changed the MDR decision.

Event description:
Litigation alleges that the patient experienced debilitating pain on account of her asr right hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities. This is in addition to the previously reported condition of acetabular cup loosening.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.